Event description:
Information received indicates the bed has a high ground resistance reading.

Manufacturer narrative:
The technician found the connection loose in the ac power cord plug housing. The technician replaced the power cord plug to repair the bed.